Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What procedure was the device being used in? What degree of hemorrhoids did the patient have? What confirmation was received that the device was fully fired? Where within the gap setting scale was the orange indicator prior to firing? Were there any staples missing from the staple line? Did the device cut? If the device cut was the cut line fully circumferential around the target tissue? How was the procedure completed? What is the current status of the patient?

Event description:
It was reported that during an unknown procedure, the device fails when it is fired. The device does not form correctly the staples when it is fired. Unknown how case was completed. There were no adverse consequences for the patient. One device was discarded.